Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that when the app showed that the communication had timed out, patient stated that the implant turned off and there was no longer any stimulation. The cause was unknown and no troubleshooting was performed. The issue was ongoing. They called back on (B)(6) 2026 and reported they want to throw the stimulator away because it did not work and they could get it to work. They had been fighting with it and they were so frustrated with it. It was not working right and they did not know what to do. Every night they had to get up 3-6 times a night to go to the bathroom and they couldn't sleep well because they got up and peed 10 times. The patient was concerned that they were encountering both app time out and device not responding messages when using the programmer. Patient services (ps) reviewed general theory and use of the programmer and that it was normal for the app to time out and has no correlation with ins function or therapeutic effect. Patient was concerned that when they increased amplitude, they would feel stimulation sensation but then the sensation would go away. Patient services (ps) reviewed handset and communicator function and patient was able to successfully connect to implant. Patient services (ps) reviewed option to increase amplitude or change programs. It was not clear if patient increased amplitude during the call but opted not to change programs at this time. Patient reported they had already changed from program 1 to program 2 because program 1 was too painful and they couldn't even sit. Patient reported they have had therapy concerns with lack or urinary control since implant. Patient services (ps) redirected patient to discuss their symptoms with managing physician.